Event description:
The remb universal driver was returned to stryker instruments for service. During functional testing by a service technician, it was found that the device was able to run in reverse while it was in safe mode. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Event description:
The remb universal driver was returned to stryker instruments for service. During functional testing by a service technician, it was found that the device was able to run in reverse while it was in safe mode. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Manufacturer narrative:
The component level failures identified by the repair technician include a worn reverse trigger shaft, and a corroded socket assembly in the potted trigger assembly.